Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited pocket erosion. A revision was performed, and the pacemaker was explanted, while this rv lead and right atrial (ra) lead were surgically abandoned. Lead stump management was subsequently performed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).